Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention was reported.

Manufacturer narrative:
Eitan medical requested the event log of the pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Manufacturer narrative:
Eitan medical requested the pump and the event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention was reported.